Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep did not know the serial number. The patient had an appointment on (B)(6) at the managing hcp office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep was meeting with the patient on (B)(6) 2019 to start a trickle charge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was sitting in his recliner at home on (B)(6) 2019 and experienced a ¿lightning bolt sensation¿ from the implantable neurostimulator (ins) site up to the middle of his back. The sensation lasted one minute and then went away. The patient went to the emergency room the next day and was then getting spasms and burning sensations around the ins/outward. The ER nurse stated that the patient had not used his system in over three years and there was no charge on the device. There were no reports of the patient falling or losing/gaining weight. Troubleshooting could not be performed because the ins was overdischarged and the rep could not get into the ER to assess. In the end, the ER was instructed to call and refer the patient to his pain clinic for evaluation and for the rep to be notified when the appointment was scheduled. The issue was not resolved at the time of the report. There were no further complications reported or anticipated.